Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received. The first one two-way silicone catheter and full syringe. The second photo shows the catheter deflated balloon and tip, and the third photo is a note in native language. It was also received 1 all silicone foley catheter with empty syringe. The catheter was balloon was inflated with the returned syringe and 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no resistance was experience, no leaks were observed, concentricity was found within specification. Catheter rested with no leaks. The returned syringe was connected, and it was able to return the 10 ml of solution without issues or cuffing in 37 seconds. DHR is not required. The reported event is unconfirmed a labeling review is not required. Correction: d, g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty with water injection of the foley catheter. The event occurred during detention. There was resistance when water was injected, so the user stopped using it. When they poured water outside the body, it expanded rapidly, but they stopped using it. There were no abnormalities with the catheter during water injection, such as twisting, bending, or denting of the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was difficulty with water injection of the foley catheter. The event occurred during detention. There was resistance when water was injected, so the user stopped using it. When they poured water outside the body, it expanded rapidly, but they stopped using it. There were no abnormalities with the catheter during water injection, such as twisting, bending, or denting of the shaft.